Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, high, out of range pacing impedance was observed. Lead replacement is planned. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient was stable.